Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the internal hex of the implant stripped. The implant was removed from site 15 and the site was grafted for future placement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified that the internal hex was rounded/stripped. Additionally, bone residue was identified around the external threads and the device was heavily modified probably due to the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.